Manufacturer narrative:
Manufacturer's evaluation: if the product is returned, it will not be analyzed as the complaint of infection cannot be confirmed via laboratory testing. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported an infection was found at the patient's ipg site within the same month as implanted. In turn, the patient was given antibiotics to treat the infection. Unfortunately, the infection never resolved. As a result, the doctor decided to explant the ipg and implant a replacement device on the opposite side of the initial pocket site. Cultures were also taken and the patient was given IV antibiotics.